Event description:
The pt underwent a seemingly uneventful laparoscopic supracervical hysterectomy using a lina loop -monopolar endoscopic loop-. She was readmitted 5 days postoperatively and found to have a distal ureter transection which was repaired.